Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.